Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with unknown mentor saline breast implants that the left side deflated after implantation. The issue was diagnosed during examination. As a result, the patient had the device explanted on (B)(6) 2017.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor the device was received without fluid. White foreign material was observed within the device. Pe observed a crease on both aspects. A rent was observed on the posterior aspect measuring <0.1 cm. No other anomalies were discovered the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 03/28/2018, new information indicated that the patient underwent bilateral removal and replacement with non mentor device as follow: left serial number (B)(4) allergan, and right with (B)(4) allergan. Manufacturer¿s reference number: (B)(4).